Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter the catheter cracked. There was no report of patient impact. The following information was provided by the initial reporter: notification 13286: cracked catheter at time of puncture.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 04-jul-2022. H6: investigation summary: bd received five 20 gauge insyte autoguard device from lot 1125226 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that each device was used with the safety mechanism activated. A needle guard was also received and the engineer was able to observe damage to the guard. There was no foreign or adhered material to it but the damage to the guard was a possible cause for the reported issue. The devices were further examined and it was determined that the catheters were intact and remained undamaged. There were no visible cracks or breaks. Therefore, based off the visual inspection the engineer was able to verify damage to the needle guard but could not identify any defects to the returned catheters. It was determined that the damage to the needle guard was a manufacturing defect caused during the packaging process but since no defects were found to the catheters a definitive root cause could not be determined for those issues. H3 other text : see h10.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter the catheter cracked. There was no report of patient impact. The following information was provided by the initial reporter: notification 13286: cracked catheter at time of puncture.